Event description:
A customer reported a signal loss alarm issue with the adc device. The customer indicated experiencing symptoms of shaky arms and legs, lack of strength, bad vision, and required treatment with fruits, soda, and chocolate spread provided by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with a fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.